Manufacturer narrative:
Date sent to FDA:04/24/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 8/11/2020. H6 patient codes: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient had revision surgery on (B)(6) 2016 due to adhesion. It was reported that the patient experienced physical and emotional pain and suffering.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided